Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent endoscopic procedure on an unknown date and suture was used. The suture pulled off the needle when sewing the skin during the endoscopic skin suture. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.